Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 2/22/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. DHR review: the device history record (DHR) has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter and it was reported that at the end of the case, when the catheter was pulled out from the patient¿s body, the catheter had ¿char¿ at the tip. There was no patient consequence. The issue of char is not a reportable event. Additional information received on 05/23/2018 indicates the char was actually coagulum. The issue of coagulum on the catheter is considered a reportable event. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through additional information received on 05/23/2018 and have reassessed this complaint as reportable.

Manufacturer narrative:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter and it was reported that at the end of the case, when the catheter was pulled out from the patient¿s body, the catheter had ¿char¿ at the tip. There was no patient consequence. The issue of char is not a reportable event. Additional information received on 05/23/2018 indicates the char was actually coagulum. Product evaluation details: the device was visually inspected and it was found in good conditions. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, a cool flow pump test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. Manufacturer¿s ref # (B)(4).